Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump failed to power up after a power outage. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.